Event description:
The catheter moved because it was not anchored properly. The pt experienced a return of symptoms. The pt was supposed to have a second surgery to fix/replace the catheter. The hcp performed a "trial" (details of this procedure were not reported) (B)(6) 2010. Since the trial, the pt has not been able to schedule the surgery. The pt's pump was refilled on (B)(6) 2010. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).